Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 15.1 mmol/l. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing connector. The customer stated the insulin exited the tubing. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer reported insulin exits with the manual prime. The customer was advised that the device is working as designed. The customer was advised the alarm was caused by set/reservoir occlusion. The customer was advised that we are replacing 2 boxes of sets and 1 box of reservoirs.